Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had lost minutes. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump had no delivery alarms and battery had bad alarms. The device will not be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window corners noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. However corroded battery tube contact noted.